Event description:
Resident was being lifted from bed to chair per cna. In process the wheel came off, causing the lift to shift under resident weight. The weight shift upset the balance, with resident falling to floor, face down. Bruises and contusions occurred. Resident transferred to emergency room at hosp for treatment and x-rays. Reports from x-rays negative. No further injuries reported.invalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device not serviced in accordance with service schedule. Date last serviced: 01-sep-94. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data, device evaluated and alleged failure could not be duplicated, user error contributed to event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: other. The device was destroyed/disposed of.